Manufacturer narrative:
Date of report : 09jul2019, date rec¿d by MFR :08mar2019. Field service engineer (fse) confirmed the touch screen assembly was replaced. Unit was fully tested after part replacement and is now ready for patient use a touch screen assembly was return for analysis. An investigation was performed and the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit unit's touch screen will not calibrate in the lower right corner after several attempts. The customer reported there was no patient involvement. Event date not specified; estimate used.